Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, the technician noticed cracked in the tube causing blood leak and exposure on (1) tube. No patient or user impact as the user was wearing a mask and gloves throughout.

Event description:
It was reported that while using bd vacutainer® sst¿, the technician noticed cracked in the tube causing blood leak and exposure on (1) tube. No patient or user impact as the user was wearing a mask and gloves throughout.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 (one) photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken/leaking was observed. Additionally, 30 (thirty) retention samples from bd inventory were evaluated by visual examination and the issue of broken/leaking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken/leaking based on photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.